Manufacturer narrative:
The customer returned the hx-202ur single use repositionable clip (lot 95k10) to the manufacturer for evaluation due to "clip did not release and then spontaneously fell off and got sucked into the endoscope." The manufacturer performed a visual inspection on the received condition and found the clip at the distal end of the device detached and inside a separate plastic container. The clip has already been deployed prior to being received for evaluation; therefore, the manufacturer was unable to test the functionality of the received device. The insertion portion of the device has a kink close to the middle section. The control section and distal end portion display no signs of damage, asides from the missing clip; which was returned. There does not appear to be any foreign material present on the device. Furthermore, the slider handle maneuvers freely, without any restriction. Based on the evaluation and information provided from similar complaints, the device will be forwarded for further investigation.

Manufacturer narrative:
One piece of hx-202ur was returned for investigation. The device had a lot number ¿95k¿ with a supplementary information number of ¿10¿. The clip detached from the distal end, and the clip arm was being closed. The slider of the clipping device was able to extend the hook from the distal end of the coil sheath when fully pushed. The hook showed no deformation of the connecting portion of the hook. The clip arm shows that no deformations of the connecting portion of the clip arm. There were scratches at 697mm from the distal end of the tube sheath. The limiter in the control section of the clipping device was broken off. The device history record for the production lot number indicated no anomaly with the event-related device. It can be assumed that the slider was being pulled until clicking sound was heard, since the limiter was broken and the clip arm was being closed. The slider was pushed to the distal end. This caused the clip to detach from the hook. There was no abnormality confirmed to prevent the clip from being released. Therefore, the exact cause of the clip not being able to release was not conclusively identified. There is a possibility that the endoscope was excessively looped or distal end was excessively angulated. This caused the tube sheath to bend strongly, and increased the insertion resistance between the clip and the tube sheath. As a result, the clip could not be released. It can be assumed that the tube sheath was pressed down on something hard when handling this device. This caused the scratches in the tube sheath.

Manufacturer narrative:
The device was not returned for evaluation. If further information becomes available, the agency will be notified.

Event description:
It was reported that the endoclip did not release. This event occurred during a diagnostic colonoscopy procedure. The clip did not release and then "spontaneously" fell off and got sucked into the endoscope. The same device was not used to complete the procedure. No other equipment was replaced during procedure. No patient injury reported.